Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 38 mg/dl. Customer stated that the insulin pump had other critical pump error. Customer stated that insulin pump performed safety checks and an error was found. Customer declined with troubleshooting for low blood glucose. It was unknown whether the auto mode feature was active at time of low blood glucose event. The insulin pump will be returned for analysis.